Manufacturer narrative:
Concomitant medical product: cd2357-40q ICD implanted: (B)(6) 2015; 5076-52 lead implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a fracture with high undefined impedance. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.